Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had door is unable to close was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "door is unable to close." Reported problem cause description: "unit checked and found sear came out form latch side. Refixed sear kit." Hence, the work performed in the device includes: "unit checked and found sear came out form latch side." There was no patient involvement.